Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had delivery anomaly. The customer¿s blood glucose level was low as 54 mg/dl at the time of incident. Later the blood glucose was 95 mg/dl. Troubleshoot relevant to report that the pump is delivering unprogrammed/unrecorded insulin was performed. The insulin pump will not be returned for analysis.